Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had already had 2 overdischarge sessions in the past. Further follow-up is being conducted to obtain information about symptoms, cause, troubleshooting, and actions taken. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received via a company representative reported that he met with the patient and health care provider on the day of report. He did not have any date or further information regarding past overdischarged events. The health care provider recommended replacing the ins (implantable neurostimulator) due to the two overdischarged events on the battery.